Manufacturer narrative:
On 04/06/2017 a medtronic representative, following-up at the site, reported completing test spins with the imaging system and the navigation system and had not experienced any issues. On 05/01/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion procedure, the site's imaging system images did not transfer properly to their navigation system. The rt reported that after taking a spin, the navigation system showed "acquiring scan" and this message did not go away even after the imaging system scan was finished. The exam did not transfer. In trouble-shooting, the navigation system showed green status before taking a spin. The imaging system showed that spin taken was not a navigated spin. Successfully verified connection with the navigation system and imaging system. The surgeon opted to bring in a second navigation system instead of continuing to trouble-shoot. The surgeon completed the procedure with the use of the alternate navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.